Event description:
It was reported that the patient claimed they experienced pain and felt everything during the stage one of the deep brain stimulation (dbs) procedure. The patient stated he was administered novocain however had to changed to propofol since he was experiencing pain during the incisions/surgical procedure. It was noted that a drill bit broke during the surgery by the physicians assistant and had waited approximately fifteen minutes to replace and resume where he was informed they deviated from initial target because an obstruction was found that was not revealed in any imaging. The patient experienced weakness and was unable to move right leg. It is currently unknown if any medical or surgical intervention was needed, however patient is doing fine now. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7111005.